Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformance's noted. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a left deflation. Device remains implanted.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d6b., h.6.

Manufacturer narrative:
Device evaluation: the device related to the reported event of deflation was received on april 03, 2025, with lot number 2273796. Based on the device analysis grid, the assessments of the complaint are: deflation: observed an opening assessed as fold flaw opening. As per the investigation procedures creases and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Healthcare professional reported a left deflation. Device has been explanted and replaced.